Event description:
Medtronic active fixation lead not able to pace properly. Dropped new cables. No change in pacing capability. New active fixation lead dropped. Was able to pace with no further issues.